Manufacturer narrative:
The customer stated that the samples associated to this report were discarded therefore, not available for investigation.

Event description:
On 03/22/2007, a customer reported three occurrences of the "inner cannula coming unhooked" during pt use. The customer stated that upon inspection, a crack was observed near the locking mechanism. The customer stated that the pts are ventilator pts, but did not indicate that ventilation was compromised.